Event description:
The physician used the starclose device to close an arteriotomy after an interventional right coronary artery catheterization procedure. The dr flushed the needle after his initial stick, prior to the procedure. The stick was reported to be high, in the osteum of the inferior epigastric artery (iea). Hemostasis was achieved with the device. Forty-five (45) mins later, while still in the cath lab, the pt exhibited symptoms of a retroperitoneal bleed(rph) - decreased blood pressure, flank pain and nausea. Manual compression was held and fluids given. The pt had additional hosp stay and is reported to be "doing pretty well."

Manufacturer narrative:
The device was not returned for evaluation but the lot info was provided. Review of the device history record for this lot did not produce any findings relevant to this investigation.